Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "patient came into hospital to have the implants removed. When the screw came out, it was broke. Screws had been implanted into t-10 & t-12. The broken screw was at t-10 on the left side."